Event description:
It was reported that pericardial effusion occurred. During a left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) and versacross connect laac (vcc) system was selected to be used. There was a small fluid around the laa was noted prior to procedure. The was and vcc were advanced to the superior vena cava (svc). The physician was attempting to visualize the septum via intracardiac echo (ice) with no success. The physician switched to transesophageal echocardiography (tee) for a better visualization and a possible pericardial effusion was noted in right ventricular (rv) prior to transseptal puncture (tsp). The patient's systolic blood pressure was 79 mmhg and IV fluids and albumin were given to support the pressure. The pericardial effusion remained stable, and the physician proceeded with the procedure. A 24mm watchman flx pro closure device was deployed and then removed from the patient due to an uncovered posterior lobe. A 27mm watchman flx pro closure device was then deployed and interrogated. The position, anchor, size and seal (pass) criteria were met, and the device was released. The pericardial effusion was stable after the device was released and the tee probe was removed from the patient. The physician attempted to visualize the 27mm watchman flx pro closure device with ice and the anesthesiologist noted arrythmias and systolic blood pressure dropped to 70 mmhg. The echocardiographic technician was called to do the transthoracic echocardiogram (tte) which showed the stable pericardial effusion noted during the procedure. The patient remained stable, was extubated and transferred to recovery. The patient was admitted overnight for observation, and patient has been discharged the next day post procedure. The device is not expected to be returned for analysis. Since the patient had pacer wires in placed so the physician did a few back and forth to make sure the tsp system is free off the pacing wires. Tenting was confirmed via tee before crossing. Act was therapeutic.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.